Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported reduced speed and a stand/ table error. As a result, no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a communication error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The log file analysis shows that the system detected a mismatch in a positioning sensor of the table height value of the maquet table. The potentiometer responsible for providing information about table height did not deliver any values. The system automatically detected an error by means of comparing the first source of information (encoder or second potentiometer) with the second source of information (potentiometer). As a result, the table movement speed is reduced followed by a relevant message ("stand/table adjustment needed, sc - move carefully") displayed for the customer. The customer service engineer shut power off to the maquet table cabinet. After power on, the table then reported its positions and the stand moved normally again. No parts were exchanged. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. No corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.